Manufacturer narrative:
Additional information : d4 testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m180183 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m180183 and test base part number 190-430 / lot m180183. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m180183 showed that the complaint rate is 0.005%. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were deleted prior to export. Review of complaints against the kit lot(s) for the reported issue indicates product performance is as expected and a product deficiency has not been identified.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR report numbers: 1221359-2022-01616 through 1221359-2022-01618.

Event description:
The customer reported three (3) unconfirmed false negative results with the ID now covid-19 assay for a patient performed on different dates. This MFR. Report addresses false negative two (2) and is two (2) of three (3). The customer reported a unconfirmed false negative result with the ID now covid-19 assay . No additional patient information, including treatment and outcome, was provided.